Event description:
It was reported a sales representative placed product on himself on (B)(6) 2024 and topical skin adhesive was used. While doing a demo with he placed the product on himself and when it was removed, he noticed that he was having a reaction to the product. There were bumps, red, itchy. He was taking oral allergy meds to help with the symptoms, zyrtec orally and triamcinolone acetonide (prescription strength) topically. No product returning. Lot unknown. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Don¿t know the lot number. Rash is gone. The reaction was bumpy and itchy. It covered the entire strip of the prineo. I¿ve only used zyrtec orally and triamcinolone acetonide (prescription strength) topically. The rash lasted approximately 12 days. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? No prep applied. Was a dressing placed over the incision? If so, what type of cover dressing used? No incision. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Nka to adhesives. Had prineo as a patient for a tka in (B)(6) 2024. No allergies to adhesives. Is the patient hypersensitive to pressure sensitive adhesives? Nka to adhesives. Had prineo as a patient for a tka in (B)(6) 2024. No allergies to adhesives. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) no known allergies. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Na. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? (B)(6), male, 58, bmi=29. Product lot of products used? Unknown. H3 evaluation: this is an analysis for a photo submitted to ethicon for evaluation. No product has been received. During the visual analysis, the following was observed: the photos show the user with an apparent skin reaction. The image is not clear to determine the failure mode based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.